Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the she was getting black blotches and the screen was difficult to read. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.